Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller has not been received.

Event description:
It was reported by medical staff that a patient experienced a controller that was draining both power port 1 and power port 2 batteries at the same time. The batteries and controller were exchanged with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This will most likely not cause a vad stop and there is a remote chance of patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.